Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes include damage or deterioration of components; environmental factors such as dust, dirt, humidity, or ambient light; optical issues; interoperability issues; overheating; and electrical problems such as signal loss or an open circuit. The most probable cause of this complaint is an expected or random component failure, with no indication of a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image blackout, and vertical stripes. There were no reports of patient involvement.